Event description:
Add'l info rec'd from MFR 09/05/03: the model number and/or catalog number of the device listed. 12337. The manufacturing lot. 050626h. The device is not being returned for evaluation and investigation as it has been sequestered by the facility. MFR was not able to establish a root cause based on the available info. The date that MFR received info about the event described in the medical device report: 07/14/2003.

Event description:
Pt was cathed and a 6fr perclose was used to close vessel. Pt readmitted with an infection in right groin 8 days later. Right groin subcutaneous abscess and bacteremia.